Event description:
A review of a literature article was performed which noted that during a da vinci-assisted right lower lobectomy and lymph node dissection procedure, an 81-year-old male experienced a bronchial tear in the left main bronchus when the bronchial cuff of the double lumen tube (dlt) was mistaken for a lymph node during dissection. This caused ventilation issues, a bronchial cuff rupture, and a significant anesthetic circuit leak. The tear was repaired with sutures, and an endobronchial blocker restored one-lung ventilation, allowing the surgery to proceed. The patient was successfully extubated post-procedurally. Post-operatively, the patient recovered from a mild chest infection and was discharged after eight days. There were no specific da vinci device malfunctions reported, and no indication that intuitive surgical inc. (Isi) products caused or contributed to any adverse event. Isi has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were included in the article. A review of the site complaint history found no prior complaints related to the article events. Section b4: currently captures the date of the medwatch submission to FDA. The date that the literature article first came to the attention of intuitive surgical, inc. (Isi) was 04-nov-2025. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic da vinci x system was reported. Citation: lee, c. Y. S. Et al. (2025). Management of iatrogenic bronchial tear during one-lung ventilation for robotic thoracic surgery. Anaesthesia reports, 13(1), e70012. Https://doi.org/10.1002/anr3.70012.